Event description:
The affiliate reported that after implantation of the valve, it was noted that fluid did not flow through the device. The device was revised and the fluid still did not flow through the device. As a result, the device was replaced. The second revision was reported in (B)(4).

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves or catheters, which have resulted in blockages within the devices, restricting flow. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.